Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient uses beta bionic ilet pancreas system in modified closed loop and was diaphoretic, confused, and presyncopal. The cgm was reading 110 mg/dl and the blood glucose reading was 45 mg/dl. The patient self-treated with sugar and recovered after treatment. During the report, his cgm showed 187 mg/dl and 137 mg/dl. The patient was fine during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).